Manufacturer narrative:
The reported event could be confirmed, since the affected device was returned for investigation. Following x-ray and explant analysis, it appears that initial intra-prosthetic conflict took place due to the cup slight angulation leading to blockage and breakage of the pe liner. Other factors related to the patient metabolism such as oxidation could have also contributed to the observed failure. The identified root cause represents the most likely explanation based on current evidence and does not constitute definitive proof of causality.

Event description:
It was reported that the patient ( 61 years old and retired) had received two touch prostheses in quick succession last year. The revision of the left side is due to a pe breakage. The surgeon left the stem in place and replaced with a new nto010 neck and cto109 cup.